Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise that led to oversensing. A revision procedure was scheduled. The boston scientific sales representative stated that he was unaware of any additional information and if the revision procedure had been performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
The device was explanted thirteen days later for normal battery depletion. The rv lead remains implanted in the patient. No adverse patient effects were reported as a result of the change out procedure.